Manufacturer narrative:
A depot technician evaluated the device and verified the reported issue. The lcd display and backlight inverter pcba (printed circuit board assembly) were replaced to resolve the issue. The backlight inverter pcba was further evaluated by a product assessment center technician and the issue was verified the part was nonfunctional. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue was a faulty backlight inverter pcba.

Event description:
The customer contacted stryker to report that their device has no display. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.